Manufacturer narrative:
The device was returned for analysis. Visual analysis of the catheter showed there was a rust color underneath the proximal ring #3 seal. Dried body fluid was under the handle, main body tubing and distal end. Dried saline was also present on the distal end and inside the irrigation ports. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Electrical continuity testing, while manipulating the catheter shaft, revealed no short or open circuits, as checked manually using a multi-meter and breakout box. All electrode, thermocouple and sensor resistances measured in specification and were typical. The catheter was connected to a maestro 4000 generator to measure tip temperature. During five minutes at room temperature (22.2 degrees c), the generator displayed 23 degrees c, and while soaking the distal end of the catheter for five minutes in a tank of 37.0 degrees c saline, the generator displayed 37 degrees c. Radiofrequency (rf) ablation was verified by using a maestro 4000 generator, a metriq pump, and a tank of 37 degrees c saline and the catheter was found to be within specifications. After the third rf ablation was completed, the pump was set to run continuously for 30 minutes at a flow rate of 30 ml/min. Ablation was again verified using the same methods and the catheter was within specifications. Pressure leak testing of the distal end failed. X-ray revealed no anomalies and the catheter was dissected. A rust color was found underneath all three electrodes and inside the wire feed through holes. The proximal ring #3 seal allowed fluid ingress into the distal end, causing electrical shorting of the thermocouple, which can lead to temperature measurement errors.

Event description:
This event is reportable upon analysis completed 12 july 2019. It was reported that during the ablation procedure for premature ventricular contractions (pvc) using an intellanav mifi oi catheter, the temperature on the generator rose to over 50 degrees celsius and ablation was no longer possible. The generator was restarted, the catheter was reconnected, and the cable was replaced, but the issue was not solved. Replacing the catheter solved the problem. The generator had been in power control mode and the catheter was irrigated at all times (30 ml/min) while inside the patient. The procedure was successfully completed and there were no patient complications. However, returned device analysis revealed the proximal ring #3 seal allowed fluid ingress into the distal end, causing electrical shorting of the thermocouple which can lead to temperature measurement errors.